Event description:
It was reported that following radiation therapy, a decrease in impedance was observed on the right ventricular channel of the pulse generator during follow-up. Other electrical values were good. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.